Event description:
It was reported that during a hepatic artery embolization treatment procedure, a coil detachment and migration occurred. The physician was attempting to place this 5mm x 12cm idc soft coil in the moderately tortuous hepatic artery with the use of another manufacturers' micro catheter. The coil was advanced through the catheter to the lesion, however, the physician needed to reposition the coil several times. During attempts to reposition the coil, the coil did not move from the lesion. The physician retracted the coil delivery wire, however, 2 to 3cm of the distal coil began to stretch and unravel because it would not move from the lesion. The coil then detached and remains from the proper hepatic artery to the left femoral artery. No coils were deployed after this event. There were no further reported patient complications. The patient is listed as having "no problem".

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with the original packaging. Only the introducer sheath and partial coil were returned. The coil was severely stretched with dried blood present. The zap tip and the interlocking arm of the main coil had been pulled off and were not returned. There were no anomalies noted with the introducer sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of this event was found to be user related as the inner diameter of the catheter used is not compatible with this idc coil per the dfu, also continuous flush was not maintained as is required per the dfu . (B)(4).

Event description:
It was reported that during a hepatic artery embolization treatment procedure, a coil detachment and migration occurred. The physician was attempting to place this 5mm x 12cm idc soft coil in the moderately tortuous hepatic artery with the use of another manufacturers' micro catheter. The coil was advanced through the catheter to the lesion, however, the physician needed to reposition the coil several times. During attempts to reposition the coil, the coil did not move from the lesion. The physician retracted the coil delivery wire, however, 2 to 3cm of the distal coil began to stretch and unravel because it would not move from the lesion. The coil then detached and remains from the proper hepatic artery to the left femoral artery. No coils were deployed after this event. There were no further reported patient complications. The patient is listed as having "no problem".

Manufacturer narrative:
(B)(4)